Event description:
Iit was reported that detachment occurred requiring additional intervention. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad). A 15mmx3.00mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, although the balloon was fully deflated, it was noted that it was difficult to retract the wolverine from the lesion. The device was tugged and eventually the distal hypotube broke. The broken part was snared into the guider and the whole system was removed together. The procedure was completed. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. Visual and microscopic inspection revealed a break in the midshaft, 37.4cm from the tip of the device. A detailed microscopic examination of the balloon identified a tear in the balloon material. Microscopic examination of the blades noted that 3mm of blade segment was missing in the mid-section of the balloon. All other blades were attached and had no issues. The midshaft was also stretched at the port exchange. The proximal markerband was flattened.

Event description:
It was reported that detachment occurred requiring additional intervention. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad). A 15 mm x 3.00 mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, although the balloon was fully deflated, it was noted that it was difficult to retract the wolverine from the lesion. The device was tugged and eventually the distal hypotube broke. The broken part was snared into the guider and the whole system was removed together. The procedure was completed. There were no patient complications.